Event description:
It was reported that the right ventricular (rv) lead had high threshold. Under fluoroscopy it was noticed that the rv lead had pulled back from apical position to the tricuspid valve. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.